Event description:
It was reported that the patient became presyncopal with a non sustained episode of greater than 5 seconds that did not persist long enough to meet the programmed number of intervals to detect partially due to beats slower than the programmed ventricular tachycardia (vt) detection interval. The device remains in use. Physician received consultation for detection and therapy operation and programming options. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6945-65 implantable tachy lead 2000-(B)(6). (B)(4).